Event description:
New information received notes that no changes or interventions were done; the lead will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited post-sensed t wave oversensing resulting in false atrial fibrillation (af) alert. No changes or interventions were reported. The patient was in stable condition.